Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-52 lead 2014 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had perforated the patient's heart. The rv lead was found to have high thresholds with no capture. The rv lead was also found to have caused diaphragmatic and intercostal stim. The rv lead was extracted and a new lead was implanted successfully. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.